Manufacturer narrative:
The investigation of hemolysis, low pump flow, vf/vt/af/at, vascular damage - peripheral vessel, and infection/sepsis has been completed. The impella device was not returned for evaluation. Hemolysis: the cause of the hemolysis issue was most likely patient condition related, based on data log review and given clinical details. Low pump flow: the cause of the low pump flow issue was most likely patient condition related, based on data log review and given clinical details. Vf/vt/af/at: as the necessary information was not provided, the root cause of the vt/vf was not determined. Vascular damage - peripheral vessel: the cause of the vascular damage issue was not determined since product was not returned and sufficient clinical information was provided. The relation between gi bleed and impella was unknown. Infection/sepsis: because sufficient evidence has not been provided, the root cause of the infection cannot be determined. Instructions for use: hemolysis: section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ infection/sepsis: impella 5.5 with smartassist for use during cardiogenic shock & cp with smartassist section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ b1 product problem was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28789. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-28789 as it is unknown if the initial reporter also sent the report to the food and drug administration. H10 instructions for use were incomplete on the initial manufacturer device report number 1220648-2025-28789.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ the medical safety officer (mso) reviewed the patient's outcome and determined impella 5.5 related events (including but not limited to low flow, sepsis etc.) Are of a more direct issue and there is not enough information to exclude this device used as an associated factor to the patient's outcome.

Event description:
The user facility reported a 52-year-old male patient with continued monophasic flow to right lower extremity (impella cp leg) and continued pressor/inotropes/low ejection fraction, low pulsatility. Decision was made to escalate to impella 5.5 given persistent cardiogenic shock. The 5.5 was successfully implanted and cp explanted. During 5.5 support, it was noted of some suction events and pink-tinged urine. In addition, the patient experienced atrial fibrillation with rapid ventricular response (rvr). However, it was documented that after repositioning, that hemolysis and suction resolved. The patient received 2 units of blood for a gastrointestinal (gi) bleed and heparin was placed on hold. During this time, the patient experienced intermittent fever. Due to the septic component, the patient was given addition of vasopressin and lactic acid. Family elected to withdraw care and the patient expired on support.